Event description:
A remstar plus c-flex device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam was replaced to address the issue. Additionally, dust contamination was observed during the evaluation. Review of the device error log identified error codes e065 (err_stuck_encoder_a), e066 (err_stuck_encoder_b), and e063 (err_stuck_knob_key), which were determined to be unrelated to the foam degradation. Following completion of the evaluation, the device was scrapped by the service center.